Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. One probe was received and visually inspected and found non-conforming with a bent needle. Aspiration, actuation, and cut testing was performed and all three functional tests were found to be non-conforming. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, the cutting edge, and along the entire length of the inner cutter. The inner cutter is bent. The aspiration line of was tested with a syringe and no resistance was felt. The disassembled probe was then retested for aspiration and actuation with the probe driver and was found conforming. The complaint evaluation confirms that the probe had cut and actuation issues. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration issue. The root cause for the actuation and cut issues is excessive us of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The most likely cause for the aspiration issue is the bent needle. A bent needle can impede aspiration flow through the probe. After the probe was disassembled, the probe was able to actuate and aspirate. How and when the probe needle became bent cannot be determined from this evaluation, however, it is most likely due to handling at any point after the probe was shipped from the manufacturing site. No action has been taken as it appears that the actuation and cutting failures were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the poor actuation and cutting during a procedure. The product was replaced and procedure completed with not patient harm. The aspiration function is unknown. A sample is expected for evaluation.